Manufacturer narrative:
Patient age/date of birth is unknown; however, the patient was reported as being over 18 years old. The reported issue of stent deployment issue (partial deployment). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent device was used during a colonic stenting procedure performed on (B)(6) 2012. According to the complainant, the indication for the stent placement was palliative treatment of a large intestine malignant stricture. The size of the lesion was 2-3 cm in the ascending colon. The patient anatomy was reported to be tortuous. As the target site was below the hepatic flexure, the colonoscope became displaced frequently during the procedure. Additionally, the delivery system had to be re-inserted into the bending colonoscope several times due to the frequent colonoscope displacements. While deploying the stent, the colonoscope became displaced again; therefore, the physician attempted to reconstrain the stent a second time but the outer sheath was unable to be slid forward and the stent was unable to be reconstrained. Therefore, the partially deployed stent was withdrawn into the colonoscope and was removed with the colonoscope. The procedure was ended due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent device was used during a colonic stenting procedure performed on (B)(6) 2012. According to the complainant, the indication for the stent placement was palliative treatment of a large intestine malignant stricture. The size of the lesion was 2-3 cm in the ascending colon. The patient anatomy was reported to be tortuous. As the target site was below the hepatic flexure, the colonoscope became displaced frequently during the procedure. Additionally, the delivery system had to be re-inserted into the bending colonoscope several times due to the frequent colonoscope displacements. While deploying the stent, the colonoscope became displaced again; therefore, the physician attempted to reconstrain the stent a second time but the outer sheath was unable to be slid forward and the stent was unable to be reconstrained. Therefore, the partially deployed stent was withdrawn into the colonoscope and was removed with the colonoscope. The procedure was ended due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by approximately 35mm. The outer sheath was kinked in various locations along the working length, and was also accordioned distal to the distal handle. During a functional analysis, it was not possible to reconstrain or deploy the stent due to resistance. The shaft was dissected at the proximal end of the clear outer sheath and the distal end of the inner lumen and stent were withdrawn from the outer sheath. No issues were noted with the profile of the inner lumen or deployed stent that would have contributed to the complaint reported. On withdrawal of the proximal end of the inner from the outer sheath it was noticed that the inner and spacer tube had moved distally from within the stainless steel handle. No other issues were noted with the device. Device analysis determined that the condition of the returned device was consistent with the complaint incident. Based on the condition of the returned device, and the evaluation conducted the most probable root cause of the reported failure is operational context; anatomical/procedural factors encountered during the procedure may have hindered the device's performance. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.